Manufacturer narrative:
Manufacturer investigation conclusion: the reported controller fault alarms were confirmed via product testing. The reported event of the controller overheating was not confirmed. The heartmate 3 system controller (serial #:(B)(6)) was returned for analysis. A log file was not able to be downloaded from the system controller due to pre-existing damage to the controller. During product testing the system controller was not able to communicate with the system controller and was not able to pass preliminary testing. During further analysis it was observed that multiple components on the main system pcb were damaged due to fluid ingress. Although not confirmed, this finding may have contributed to the issues regarding the system controller. It was communicated on (B)(6) 2021 that the system controller exchange resolved the reported events. The root cause of the reported events was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#:(B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including controller fault alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient's controller had a controller fault alarm and felt "super hot" to the touch. The patient underwent controller exchange and tolerated it well. The controller exchange resolved the issue.